Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between may 12, 2020 to may 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/13/2021.

Manufacturer narrative:
The event date was reported as "over the last few months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) sterile repeater pump tube sets were observed broken. This was observed after compounding. There was no patient involvement. No additional information is available.